Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse found cut tubing on the sample line at valve (vl46b). The fse replaced the tubing at valve (vl46b) to resolve the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to reporting a leak of diluent and blood (less than 3 cubic centimeters) under the left side of the coulter lh 750 hematology analyzer. The leak was not contained within the unit. The operator was wearing personal protective equipment (ppe) consisting of laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.